Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after loading the cartridge and infusion set, during the fill tubing step, insulin was not observed exiting the infusion set tubing. During troubleshooting with tandem customer technical support (cts), one drop was observed exiting the infusion set tubing and from the cartridge tubing. No air bubbles observed. The cause of the event could not be determined. The customer was not using the pump for insulin therapy at the time of the report. Cts asked to assist the contact with loading a cartridge to ensure proper loading technique, the contact was to call back for further troubleshooting; however, the contact did not call back. No additional information was provided.